Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system seals were removed and reseated to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a leak of greater than 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.